Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/75 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: his bundle pacing capture threshold stability during long-term follow-up and correlation with lead slack. Europace (2021) 23, 757¿766. Doi:10.1093/europace/euaa350.

Event description:
A journal article was reviewed that contained information regarding his bundle pacing capture threshold stability during long-term follow-up and correlation with lead slack. The article reports patients who underwent implantation of his bundle leads. The leads exhibited increased and unstable thresholds with some requiring lead revision. Two patients required lead revision due to macro dislodgment. One occurred approximately two and a half years after implant following a mitral valve replacement and tricuspid valve repair. The lead dislodgment was suspected to be consequent of manipulation during open heart surgery. The second one occurred approximately 27 days post implant and was suspected to have been related to twiddler's syndrome as the atrial and his bundle leads were both found to be retracted into the superior vena cava with additional slack coiled in the device pocket. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.